Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was treated for a localized reaction. It was reported that the patient's infusion site became red and inflammation was noted. The patient was treated with prednisone.